Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional everlink device is filed under a separate medwatch report. The everlink device is an abbott vascular manufactured device which is distributed in china. Though this device is not commercially available for sale in the USA, it is similar to a device currently marketed for sale in the USA.

Event description:
It was reported that during a procedure of the 85% stenosed, proximal left anterior descending artery (lad), an 3.5 x 28 mm everlink stent was deployed in the target lesion. After post-dilatation a distal stent edge dissection was noted. A 3.5 x 12 mm everlink stent was advanced as treatment of dissection. The 3.5 x 12 mm everlink markers appeared to show that the stent was overlapping the 3.5 x 28 mm everlink stent by about 3mm and covering the dissection. The 3.5 x 12 mm everlink stent was deployed without issue but after deployment it migrated in the vessel distally. It was suspected that the marker was mislocated on the stent delivery system. A 3.0 x 12 mm everlink was deployed successfully between the two stents. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The stent remains in the vessel. The delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer concluded the 3.5 x 12 mm everlink stent appears to be aligned with the balloon markers prior to inflation; therefore, the reported mislocated markers could not be confirmed. The stent in question appeared to be aligned with the initially placed stent but after deployment is it more distal than intended, confirming the reported migration. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.